Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that even after inserting the tube securely, the air leak detection system did not deactivate. The event occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the probable cause was due to an anomaly in the air detector. The air detector was replaced.